Event description:
It was reported that versacare frame (product code p3200k000033, serial number (B)(6)), had the head section would raise on its own. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician to report the versacare frame head section and foot section would raise on its own. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.